Event description:
It was reported that this right ventricular (rv) lead had an insulation separated. An outer insulation separated from the inner insulation during the changeout. A schedule would be done for a laser lead extraction and all the lead testing was all fine. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).